Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a damaged cable. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) and the cable connecting the ECG electrode c and d complex and the distribution node (dn) were pulled from the dn. The root cause of the damaged cables cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.